Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was visualization of black flecks in the humidifier chamber. The patient alleges to have skin irritation. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for further investigation. The device was visually inspected externally and found no evidence of thermal or physical damage or foam material. The humidifier had evidence of corrosion and small cracks in the pan. There was no evidence of the pan leaking. The humidifier flip lid tab was not working properly. A reiew of the device''s event log found 2 errors logged when received. An e4 and e200 were logged and is not related to the reported events. The device was tested and no errors were logged during investigation.the device was powered up and provided therapy. An visual internal inspection was completed by the manufacturer. The manufacturer found no failure of the sound abatement foam or any odors in the blower motor, blower box or in the air path of the device. The manufacturer concludes there was no evidence of sound abatement foam degradation and that the device operated properly. Updated section h6; please see section h6 for updated coding.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section h6 medical device problem code was coded incorrectly on the previous report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.